Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a severely calcified, moderately tortuous mid right coronary artery. The 15mm x 3.00mm nc quantum apex balloon was advanced to the lesion where it burst upon inflation to 20 atms. The ruptured balloon was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.